Manufacturer narrative:
(B)(4).

Event description:
Patient nurse contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient nurse to delete all other bluetooth devices, disable bluetooth, close all background applications, reset smart device, and re-enable bluetooth, which was unsuccessful. No additional patient or event information is available.